Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in left circumflex. A 2.50x20mm synergy stent was advanced to treat the lesion. However, the device failed to cross the lesion and the shaft got broken. No patient complications were reported.